Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarm was noted. The pump also had minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was unknown. The customer was advised that the device needed to be replaced. Nothing further was reported.